Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered a shock to the patient that accelerated their rhythm from ventricular tachycardia to ventricular fibrillation. A second shock delivered by the s-ICD converted the patient back to sinus. The s-ICD remains in service and there have been no adverse patient effects reported.